Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found to have a minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated, and it was found with attached endoscope adapter (aea) shaft bearing was contributing to the friction. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable-integrated connector paddleboard exhibited mechanical damage, such as scratch marks, indentations, or broken or missing pieces, located at the proximal cable end. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard defect. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 0-degree endoscope plus was not calibrating. The procedure was completed with no reported injury.